Event description:
It was reported that during the implant attempt, it was not possible to insert the guidewire completely into the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant attempt, it was not possible to insert the guidewire completely into the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal connector of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant.